Manufacturer narrative:
The device was returned and investigated. The reported gripper actuation issue was not confirmed via returned device analysis, as there was no issue noted with gripper actuation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper arm actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), one of the gripper arms did not lower. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.